Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage to struts 8,9 & 10 from the proximal side of the unit, there was also damage to struts 5,6,7, & 8 from the distal end of the unit. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-mar2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. After a guidewire crossed the lesion, pre-dilation was performed using a non-bsc balloon catheter. Then a 3.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. Dilation was done again at a high pressure and the procedure was completed with another of the same device followed by post dilatation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.